Event description:
Procedure: colon resection. According to the reporter: bleeding, coloscopy with clipping necessary for hemostasis. No further info available. All pts had to be re-operated. The use of the stapler was appropriate and professional.

Manufacturer narrative:
(B)(4).